Event description:
Information received by medtronic indicated that the insulin pump alarmed unexpected battery power loss. Customer stated that they needed to change the battery 4 times within one week. Customer stated that they changed the battery cap and the issue was resolved. No harm requiring medical intervention was reported. The customer will continue the use of device.

Manufacturer narrative:
S/w version 4.11d. Retainer ring = black. Customer returned pump for an alleged battery charge lasting less than expected found on (B)(6)2021. Pump passed displacement test, self test, and active current measurement, however pump did not pass sleep measurement test. Test p-cap successfully locked into the reservoir tube. Pump successfully downloaded to thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no sleep current measurement test failure noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and minor scratches on lcd window. In summary, customers alleged battery charge less than expected not confirmed, however, sleep current measurement test failure suspected to be in pcba 2 found by using test boards to isolate each component. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.